Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. Per the customer the sample was discarded, therefore no evaluation could be performed. This complaint for a system error 2240 (air in set) was not confirmed in the lab due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. Per the complaint information, the patient said there was a leak from the cassette. The cause of the se 2240 is due to the leak in the disposable cassette. This product is inspected for visual and functional defects on a sampling basis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 6 of 6. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The hp then revealed that he noticed a leak in the cassette. The tsr advised hp to call nurse as soon as possible and inform her of this. The hp wanted to just end therapy for the night since therapy was almost complete. The hp understood explanations, cleared alarm, ended therapy and agreed to call nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.